Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon observed that there was a broken part inside the balloon. Thus, there was air leakage which makes it impossible to perform the surgical procedure. The surgeon used another trocar to resolve the issue. There was no patient injury.